Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the root cause could not be determined. One photograph of a guidewire was returned for evaluation. An initial visual observation of the photograph showed a bend near the distal end of the guidewire. Use residue was observed on the sample. Due to the quality of the photograph, it was not possible to determine the presence of the weld tip. No other details of the damage could be discerned in the returned photograph. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h.11.

Event description:
The customer reported that the oncology department found that the mst guidewire was tortuous during PICC catheterization. It was reported this occurred with 2 devices and 1 photo was received. This report addresses the first device, and the photo.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
The customer reported that the oncology department found that the mst guidewire was tortuous during PICC catheterization. It was reported this occurred with 2 devices and 1 photo was received. This report addresses the first device, and the photo.